Event description:
It was reported that the black coating at the tip was found missing and only the steel wire inside was seen during the second removal of the nitinol guidewire from the patient after insertion. Per mail received from ibc on 18jul2023, stated that the device was used for flexible ureteroscopic stone surgery. There were no residues in the patient body. There was no patient injury. Per mail received from ibc on 23jul2023, stated that the coating was found to be flaked once the package was removed, so that the guidewire was not used in the patient, nor were any residuals left in the patient. The previous event description was wrong.

Manufacturer narrative:
The reported event is confirmed cause unknown as flaking is present on the device. Visual evaluation noted received 1 nitinol guidewire without packaging. Flaking was present on the guidewire as the guidewire was exposed and not enclosed by the jacket. Also received 3 photo samples. First photo sample shows product packaging of guidewire. Second photo samples shows 2 guidewires indicating where flaking is present. Third photo sample shows top view of product packaging with guidewire removed from packaging and flaking present on guidewire. Although an exact root cause could not be determined a potential root cause could be inadequate material. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the black coating at the tip was found missing and only the steel wire inside was seen during the second removal of the nitinol guidewire from the patient after insertion. Per mail received from ibc on 18jul2023, stated that the device was used for flexible ureteroscopic stone surgery. There were no residues in the patient body. There was no patient injury. Per mail received from ibc on 23jul2023, stated that the coating was found to be flaked once the package was removed, so that the guidewire was not used in the patient, nor were any residuals left in the patient. The previous event description was wrong.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.